Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320122 batch no. Unknown. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm there is no insulin flow during priming and the non patient end of pen needle is bent. The following information was provided by the initial reporter: consumer called bd back with information. Updated the lot number from the pen needle tab. The retail outlet supply 30 pen needles at a time. Does not have a box. The non patient end is bent after flow check attempts and needle not working. Discards the pen needles. When the customer tries to push the insulin through the needle (bd nano 4 mm 32 gauge needles), nothing comes out. Needle looks bent inside the cap. This happens before the product is used. This has happened a couple of times last month (may) and a couple of times this month (june). Lot number unknown. The customer does not have any samples for return. Customer did not provide any further details.